Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited failure to deliver shock and inappropriate antitachycardia pacing. It was noted that the patient was asked to come in to the office for a further evaluation but was unable to. The patient went to the emergency room over the weekend in the similar rhythm with a rate slower than the ventricular tachycardia zone and needed to be cardioverted. Programming changes were performed. The patient was in stable condition and is being monitored.